Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lens and a damaged dso seal. Functional testing found the device over delivered. The reported issue was unknow, therefore could not be verified or duplicated; however, the device over delivered. It was determined that the defective expulsor was the root cause. The expulsor and the dso seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in; the issue of the device is unknown. There was unknown patient involvement.